Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 982 mg/dl, "fell", and "hit shoulder on the wall". Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a manual injection to address bg and went to the emergency room with high ketones identified as life-threatening by a healthcare provider (hcp). Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Hcp updated pump settings to address the event. Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.